Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a carto 3 system and customer could not pace. Follow up investigation was performed to clarify event and it was noticed that patient was in atrial fibrillation (preexisting condition). However, during cavotricuspid isthmus line patient went to junctional rhythm. Therefore, pacing was attempted but no captured was noted. Issue was troubleshot by pacing with pacing leads to stim inputs connected on piu and also from stim inputs to direct pacing ports, which did not resolved the problem. Pacing was achieved by bypassing carto system. The procedure was completed without patient consequence. This event is being reported because direct pacing port failure could potentially delay patient treatment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Bwi concomitant product used: product name: thermocool smart touch bi-directional navigation catheter, us catalog #: d132705. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation procedure with a carto® 3 system and the customer could not pace. The ECG card, ep out card and dc/dc card were initially replaced to determine if the problem was with the carto system or the environment. Replacing parts did not resolve the issue so the original parts were re-installed. During investigation the system passed full atp. Medifix confirmed that the system is operational and the issue hasn¿t been duplicated. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.